Event description:
Customer called to report that the meter isn't sending the reading over to the insulin pump. The customer was not aware that the insulin pump should be on the blank screen when taking her blood glucose readings. Blood glucose reading at the time was 119 mg/dl. Customer mentioned that the sensor was reading her blood glucose much lower than it was. Threshold suspend was activated due to false readings. Troubleshooting was performed. The customer stated that the insulin had been exposed to a full body scanner. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.